Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was receiving stimulation coverage in the incorrect location from his scs system however, the patient felt stimulation in the ribs up to arm and torso. The patient's targeted area of pain is right knee and thigh. Subsequently, the patient underwent surgical intervention where the lead was explanted and replaced. The patient reported effective stimulation therapy postoperative and the reported issue is resolved.